Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/8/2021. Additional information: d1, d2a, d2b, d4, g1, g4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: you have requested the item number associated with this complaint. It has been over a month since the original complaint and I no longer have the package this suture came from. However, I am certain that it was one of these item numbers based on what we ordered from midwest vet supply. Perhaps you can cross reference these to the lot number we gave? Pdp398g this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ : 2360 g/m.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: product code: a00649, lot: rcmcse, suture separated from the needle, yes, the procedure was completed by closing with another suture pack(different type and lot). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code a00649 is not a valid product code. Please provide the correct product code that corresponds with lot # rcmcse.

Event description:
It was reported that an animal underwent a surgery on (B)(6) 2021 and suture was used. During use, the suture separated from the needle. Unknown how the procedure was completed and there were no patient consequences reported.